Manufacturer narrative:
Based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient oral hygiene, or patient behavior.

Event description:
The product was returned as an implant failure because of failure to integrate. Based on the report, the patient had good oral hygiene, good bone quantity (shape a and b) and type 1 of bone quality. Traditional 2 stage surgery was done. Fixture was placed in tooth location #29. Allograft was used as a bone augmentation material. The implant was removed because of infection. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as stable however treatment was ongoing. Another implant will be placed in 4 months.